Event description:
Related to MFR report#: 2183959-2012-00555. On or about (B)(6), 2010, the pt was implanted with an ams monarc sling system with the intention of treating per pelvic organ prolapse and stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, infection, bleeding, urinary problems, and other injuries. The pt has experienced significant mental and physical pain and suffering, has required add¿l medical treatment, required add¿l surgery and has sustained permanent injury.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.